Event description:
Clinic notes were received for patient's referral for possible vns implant. Per notes from a new treating neurologist, there was a life-threatening complication when vns was planned to be revised but was not due to scar tissue. The incision wounds in the neck and chest are clean, dry and intact. There is no warmth, erythema, fluid collection, or tenderness. Per company representative who was present during the reported surgery, the life threatening event would be the result of attempting to do the revision with all of the scar tissue present. Per the neurologist's clinic staff, it is possible that the life threatening event was likely the scar tissue but this could not be verified.

Event description:
A patient, who had not seen his neurologist for a while, was seen in the clinic. His device was showing high lead impedance with dcdc 7. X-rays were ordered by the neurologist. There are no adverse events experienced by the patient. Clinic notes were received reporting that the patient's mother has concern with the device working properly. Vns interrogation revealed high lead impedance. Per x-ray review by physician, the leads are intact. The battery is a single pin and no abnormality of the batter is noted. There is only one set of electrodes wrapped around the nerve - despite his prior lead revision surgery. Patient was reported to have done well with implanted vns. As patient has an old battery that is likely nearing end of service, patient was referred for full revision. No known surgical intervention has occurred to date.

Event description:
Patient underwent surgery and the devices were explanted. Patient could not be re-implanted because of scarring around the nerve and due to patient's abnormal anatomy. The surgeon decided not to do the revision because of the risk of nerve damage.